Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The device was not exposed to a magnetic field. Customer does use the sensor feature and was able to complete the rewind sequence. Blood glucose value was 164 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to moisture damage on the force sensor resistor. Corrosion was found on motor assembly. Device had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner and cracked lcd window.